Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure, with (B)(4) joules used and 22 minutes expended, forward firing was noted. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
A visual inspection of the fiber indicates normal wear of the fiber tip. During functional analysis, the fiber was tested with hene laser fixture, and aim beam is present at fiber output window. Based on the device analysis, the reported forward firing could not be confirmed. The manufacturer has reviewed all the information and determined this event no longer meets the requirement of a reportable event for the device in question.